Event description:
It was reported that during testing conducted by a field service technician, the device was getting hot. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated, which revealed the presence of foreign debris contamination around the bearings. The presence of debris can lead to increased friction among rotating components, resulting in heat being generated.